Event description:
Pt admitted 10/2/98 w/diagnosis of cellulitis left arm over gortex graft. Pt has history of 1) end stage renal disease receiving hemodialysis 3 times per week; 2) diabetes mellitus type 2; 3) hypertension; 4) obesity; and 5) anemia of chronic disease. Pt found by nurse on 10/4/98 lying in bed unresponsive, pulseless and breathless. Large amount of blood noted on floor surrounding bed. Resuscitation efforts unsuccessful. Pt pronounced by physician. Autopsy revealed rupture of pseudoaneurysm at area of left arm arteriovenous graft. Pseudoaneurysm located on arterial limb of graft. Based on rptr's investigation it appears the original arteriovenous gortex graft was placed in pt on 7/25/97 at another hosp. The arteriovenous gortex graft was revised on 4/17/98 at this facility. Revision was made to the distal (venous) portion of the graft due to occlusion of the venous outflow tract cephalic vein. Rptr contacted wl gore, initially by phone on 10/8/98 following report of autopsy findings. Rptr also talked with wl gore on 10/12/98 regarding the same including FDA reporting, etc.